Event description:
It was reported that the external pulse generator (epg) turned itself off unexpectedly. Follow up indicated that there was one patient involved and they almost lost the patient. The epg was returned for repair. No further patient complications were reported as a result of this event. No further information was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: initial analysis could not confirm the reported event. It was noted that the ring was bent, and that the main printed circuit board (pcb), flexes and interconnect flex were replaced as a preventive measure. Further analysis was performed on the main pcb, interconnect flex, battery flex and heart lead flex. Visual inspection revealed no anomalies with the main pcb, it was noted that the interconnect flex failed tail thickness specification. Bench testing revealed no anomalies, could not reproduce the device shutdown. Conclusion: could not reproduce the reported event. It was verified that the flex tail contact thickness was below minimum specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.